Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A visual inspection, functional testing, and review of the alarm log were performed. The door was found to be out of calibration during the evaluation. The cause of this condition was not determined. To correct the condition, a door shim was placed to calibrate the door. The device was serviced to meet functional specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a door out of calibration. No additional information is available.